Event description:
A report was received that stated a nurse was splashed with a medication. The pt was receiving the medication via a deltoid needle. During the injection, the needle became detached from the syringe and drug splashed on the rn's left eye, cheek, arm and the mouth.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.